Event description:
Following atherectomy treatment for calcified vessels, while removing the viperwire advance guide wire through a non-csi catheter, the tip fractured. The tip fragment separated inside the balloon catheter. The physician removed the balloon and wire. The patient experienced no complication resulting from this event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The oad was returned to csi for analysis. The reported guide wire fracture was confirmed. The guide wire spring tip was returned lodged within a damaged non-csi catheter. Destructive analysis found two fractured sections of the spring tip. The full 3cm of spring tip was retrieved and accounted for with no missing fragments. Scanning electron microscopy analysis identified fatigue striations at the site of tensile failure. The root cause of the fracture is considered to be an external factor impacting device performance. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Csi ID: (B)(4).

Event description:
Four to five atherectomy treatments were performed in a lesion in the approximately 90% stenosed, calcified, right posterior tibial artery on low and medium speed. Glideassist was activated also. While removing the viperwire advance peripheral guide wire through a bard .014 balloon catheter, the tip fractured. The tip fragment separated inside the balloon catheter. The physician removed the balloon catheter and wire. The patient experienced no complication resulting from this event. The patient was in stable condition following the procedure.